Event description:
It was reported, that the camera control unit exhibited error e116 intermittent issue. The issue occurred, during maintenance. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6 (medical device problem code- replace with 2896). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of error e116 intermittent issue was confirmed. Additionally, error e117 was found during device evaluation. Based on the results of the investigation, it is presumed that the events error e116 and error e117 occurred due to failure of the dual in-line memory module/random access memory (dimm(ram)). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.